Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, while placing screw at l4, the driver's tip broke off due to the density of the patients bone quality. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported as a result of the event.